Manufacturer narrative:
This report is submitted on 23 april 2020. (B)(4).

Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the clinic, it was reported that the patient presented to hospital with an upper respiratory tract infection and right ear discharge. Subsequently, the patent was admitted (date not reported) and IV antibiotics were administered. After prolonged antibiotic therapy for more than 1 month, the ear discharge did not subside. A CT scan of mastoid was performed, wihc revealed features of mastoiditis. Subsequently, skin ulceration was also found over the tip of mastoid and the site of processor. The patient underwent revision surgery and the device was explanted (date not reported). The infection has since healed following explantation. It is unknown whether there are plans to reimplant the patient, as of the date of this report.